Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. This resulted in the clinical observations of missing data (implant date, electrode information, and last in-person follow-up date). The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that upon reviewing remote data of this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician observed missing data (implant date, electrode information, and last in-person follow-up date). Boston scientific technical services (ts) was contacted and confirmed that this was a benign patient data (pd) code due to data corruption. Ts confirmed that the device performed an automatic reset and the benign memory errors were corrected. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.